Event description:
It was reported that the ventilator had no output flow with an audible alarm. It is unk if the ventilator was attached to a pt when the reported problem occurred.

Manufacturer narrative:
Na